Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device's cable tested out of specification in an electrical manner. When the cable was replaced the device passed its final functional tests. (B)(4).

Event description:
It was reported that the radiofrequency head, originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.